Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03205. It was reported that the rotawire was fractured and surgery was performed.. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 330 cm rotawire¿ and 1.50 mm rotalink¿ plus were selected for use. During the procedure, ablation was performed 4-5 times using a speed of 180,000 rpm; however, it did not pass through the target lesion. No significant change on the down rotation speed was observed. Burr replacement was considered in order to perform ablation using a smaller size 1.25 mm burr, but it was felt that the rotawire was not full inserted to the distal location of the lesion, so the 1.25 mm burr was never used in the case. A non bsc microcatheter was then advanced under the wire in order to return the wire to the distal of the vessel, but it was unable to be advanced at the area near the lesion. At that time, it seemed that there was a feeling that it did not advance along with the wire, so in order to check, another non bsc .014 wire was passed through the lesion area and observation of the lesion area was performed using ivus. From the ivus findings, presence of rota wire was not confirmed at the lesion area and it was judged that there was a possibility of separation issue. When the rota wire was tried to pull again, the wire came out but since the wire position of the tip ro marker part did not change, it was confirmed that wire had become separated. The physician's opinion is that the guidewire fractured due to the burr touching the wire, and in addition, overload was applied to the wire due to the severe lesion. The fractured portion of the wire was tried to retrieve using a snare, but failed. Surgical bypass treatment was then surgically performed to remove the wire. No further patient complications reported and patient's status was stable after the procedure.